Event description:
An Impella CP was inserted via right percutaneous femoral access site in a patient 54-year-old female or Acute Myocardial Infarction/ Cardiogenic Shock The patient¿s comorbidities are not specified. The patient¿s clinical state prior to initiation of support SCAI (Society for Cardiovascular Angiography and Interventions) shock stage E.During support, the Impella CP was operating at P-9 providing 3.6 L/min of flow with a D5W sodium bicarbonate purge solution. While on therapy, a low purge pressure alarm (<100 mmHg) was observed, consistent with a leak in the purge system. Evaluation of the purge system was performed and the purge cassette was exchanged. Following replacement of the purge cassette, purge pressure returned to normal and all alarms resolved. Impella support remained stable throughout the event with no interruption of therapy. The patient remained on Impella CP support and subsequently received additional right femoral venous support with an Impella RP Flex on 15-Jul-2026. The patient expired on (b)(6) 2026 at 10:04 PM while on support.The death occurred the day after insertion of device and is most likely attributable to the patient's severe underlying, SCAI shock stage E and overall clinical deterioration, and mechanical circulatory support devices and high-dose vasopressor support can be dissociated.However, A definitive causal relationship between the purge cassette and the reported low purge pressure cannot be conclusively dissociated.

Manufacturer narrative:
A5 and A6 are unknown.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.